Event description:
Reporter stated the following results were received on 2 inform ii systems 6 minutes apart: 176 mg/dl (inform ii system 1) and 444 mg/dl (inform ii system 2). These results were for the same patient. No actions were taken based on a device result. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
(B)(4).